Event description:
It was reported that the main power plug was not working correctly preventing the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.